Event description:
The femostop red tag was removed and the balloon was checked and inflated. It was alright prior to the intraaortic balloon pump(iabp) removal. When it was used for the procedure, the femostop device never read a pressure number. The balloon worked fine and there were no adverse reactions, but I was unable to ever monitor the amount of pressure I had inflated in the balloon.the device was still on the patient at the change of shift as per protocol. A piece of red pin was found in the manometer part of the femstop. The oncoming nurse and the charge nurse were directed to collect the equipment when it was removed from the patient and sent for evaluation. The device was removed at the correct time and sent to the risk management department.